Manufacturer narrative:
Event summary: as reported, during a ureteroscopy/pyeloscopy and using a cook single-use holmium laser fiber, a small clear piece of loose film/loose coating was noted on the side of the fiber. The fiber was removed from the packaging and screwed into the laser aperture. The fiber was detected, and the aiming beam turned on without issue. No issues were noted with the fiber tip. The fiber was advanced through the flexible scope. After approximately 30 seconds, the loose piece of coating/film was noted. At no time did the laser lose energy. The surgeon removed the fiber, and the loose piece remained in situ until it was outside of the scope. The surgeon wiped the tip with a wet raytec sponge, which removed the loose film piece, and re-inserted the fiber into the scope and the kidney. The procedure was able to be completed successfully using the device. No unintended part of the device remained inside the patient's body. No additional procedure was required due to this occurrence. No adverse effect was reported due to this occurrence. Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection of the device were conducted during the investigation. One open package containing a holmium laser fiber was returned for investigation. Visual examination confirmed the fiber was returned in a used condition. The fiber was received without the protective coil and the packaging tray. No damage was observed at the fiber clear tip. Close examination of laser fiber found bumps and anomalies along the blue cladding of laser fiber, and part of blue cladding seemed to separate along the fiber. Additionally, white debris was visible through the fiber. A document-based investigation evaluation was performed. No related non-conformances were recorded, and no additional lot-related complaints were received. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents conducted. The device was functionally inspected by quality control, and no notable gaps in production or processing controls were noted. The device is provided with instructions for use which warn, ¿do not bend fiber at sharp angles. If visible light (aiming beam) can be seen leaking from the fiber, fiber failure may result when therapeutic energy is applied as the fiber is deflected beyond the optical limits of total internal reflection,¿ and, ¿fiber should not be clamped with forceps or other securing instruments as it could result in fiber damage or breakage.¿ based on the available information, cook has concluded that the most probable cause of the partial blue cladding separation could not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Name and address: (B)(6). Occupation: advanced biomedical technical officer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a ureteroscopy/pyeloscopy and using a cook single-use holmium laser fiber, a small clear piece of loose film/loose coating was noted on the side of the fiber. The fiber was removed from the packaging, and screwed into the laser aperture. The fiber was detected, and the aiming beam turned on without issue. No issues were noted with the fiber tip. The fiber was advanced through the flexible scope. After approximately 30 seconds, the loose piece of coating/film was noted. At no time did the laser lose energy. The surgeon removed the fiber, and the loose piece remained in situ until it was outside of the scope. The surgeon wiped the tip with a wet raytec sponge, which removed the loose film piece, and re-inserted the fiber into the scope and the kidney. The procedure was able to be completed successfully using the device. No unintended part of the device remained inside the patient's body. No additional procedure was required due to this occurrence. No adverse effect was reported due to this occurrence.